Event description:
It was reported that the patient presented for routine follow-up with a presenting rhythm of 37 beats per minute. The pulse generator exhibited loss of capture. The device was reprogrammed. The patient showed no symptoms after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.